Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they saw their physician's assistant, had an x-ray done, and it was determined that nothing was wrong with their device. It was determined that the patient picked up something too heavy too soon after surgery. Pt reported everything is okay now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their implant has not been providing therapeutic relief consistently. Patient stated 2 different times the manufacturer representative met with them to work on it however the pain got really bad again after it was feeling better. Patient reported with the old device the pain went away and stayed away. Patient said they texted the representative and said their back was hurting again and it was doing great after the representative worked on it. 2 days ago the patient stood up for an hour in the kitchen and it started hurting and it hasn't stopped. Patient has increased the stimulation and that did not help at all. Patient mentioned they can feel the stimulation all the time and that is not normal for what they were used to. Patient is not a fan of this new device and it is not doing the job and they don't know why. Patient will get excited that it is working and then it will stop. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.